Manufacturer narrative:
Device evaluation: (B)(4)

Event description:
It was reported that a nurse in the emergency department was using the suspect device when the needle would not release and she had to pull it out. This resulted in a needle stick injury. The ed manager tried to replicate the incident but was not able to so. The nurse was evaluated by an md and had post exposure lab work. The source patient was also tested, and although the results are unknown, the patient was not high risk. The nurse will have follow up with employee health for the test results for herself and patient.